Event description:
Pt alleges she developed nerve damage to her right breast, chronic fatigue, arthritis, carpal tunnel syndrome in both hands, extremely low hemoglobin, chest pains, lupus, severe pain and leaking through her nipples.